Event description:
It was reported that a surgeon contacted a patient's heart with the saw blade of this handpiece during a surgical procedure. It is unknown at this time if there was any injury to the patient as a result of this event. Additional information has been requested.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. The customer indicated they were not interested in participating in any investigation regarding this incident, however, the product return was still requested. If the product is returned, an evaluation will be conducted and a follow-up report would be submitted after the quality investigation is complete.